Event description:
It was reported that the insulin pump alarmed button error. Customer's blood glucose level was 20 mmol/l. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump had a cracked reservoir tube lip, broken battery tube threads, minor scratches on display window, cracked display window and cracked case near display window corners noted during visual inspection. No button error alarms noted. All buttons functioned properly. However, insulin pump had moisture damage was noted on keypad traces.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.